Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not occlude or un-occlude. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4). The field service representative (fsr) could not duplicate the reported issue but greased the occlusion knob and performed release testing. The unit operated to the manufacturer's specifications.